Manufacturer narrative:
The technician investigated and found the brake pad did not fully release on the bed. The technician replaced all of the casters to repair the bed.

Event description:
Information received indicates the nurses in the labor and delivery unit are concerned with how difficult the affinity beds are to move.